Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Manufacturer narrative:
Please note the complaint product was returned for analysis. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6f jr4 100cm vista brite tip guiding catheter package was not fully sealed on the distal end of the package and the tip of the catheter looked ¿pressed¿. There was no reported patient injury. The registered nurse removed a 6f jr4 100 cm vista brite tip guiding catheter package from the paper box and noticed that the distal sealing of vinyl package was not fully sealed. The distal tip of the catheter was also pressed (out of shape). The registered nurse returned the product without using it. There was no patient injury reported. The product was not returned for analysis. A device history record review was performed and showed no anomalies or noncomformances with this lot. The reported complaint of ¿brite tip compressed/crushed¿ and ¿packaging/pouch/box, compromised sterility-seal open¿ could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the limited information available for review factors contributing to this event could not be determined. It is unknown if shipping and/or storage factors may have contributed to the difficulty experienced by the customer. Neither the DHR nor the limited information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action will be taken.

Manufacturer narrative:
Complaint conclusion: upon removal of a 6f jr4 100 cm vista brite tip guiding catheter package from the paper box it was noticed that the distal sealing of vinyl package was not fully sealed. The distal tip of the catheter was also pressed (out of shape). The product was returned for analysis without being used. There was no patient injury reported. One non sterile unit of vista brite tip 6f .070 was received coiled in a plastic bag; the original catheter inner pouch was not received for analysis so the ¿compromised sterility-seal open¿ could not be evaluated. The catheter tip was found compressed in an 8.5cm section as well as a kink/bent condition was found on catheter body at 38.6cm from distal end. However, the cause of the kinked and compressed conditions found through catheter body could not be conclusively determined during the analysis. No other issues were found. The catheter od and ID were measured near to kinked and compressed conditions and results were found within specification. The DHR review confirmed that lot 15984325 revealed no anomalies during the manufacturing and inspection processes related to the nature of this complaint. No other issues were noted that were considered potentially related to the reported complaint. The complaint reported by the customer ¿packaging/pouch/box - compromised sterility-seal open¿ was not confirmed and could not be evaluated since the original catheter inner pouch was not received for analysis. The complaint reported by the customer ¿brite tip/distal tip -compressed/crushed¿ was confirmed. However, the cause of the kinked and compressed conditions found through catheter body could not be conclusively determined during the analysis. Based on the information available for review, handling and storage process may have contributed to the damages found. Neither the product analysis, nor the DHR review suggests that these damages are related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
It was reported by the affiliate that the registered nurse took off a 6f jr4 100 cm vista brite tip guiding catheter package from the paper box and noticed that the distal sealing of vinyl package was not fully sealed. The distal tip of the catheter was also pressed (out of shape). The registered nurse returned the product without using it. There was no patient injury reported.